Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, g3, g3, h2, h3, h4, h6, h10, h11. No product was returned; functional, visual, and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures identified one particulate within the sterile cuff packaging. The size of the particulate could not be confirmed, or if the particulate was loose or embedded. Additionally, it could not be confirmed if the packaging was seal. Therefore, the reported event could not be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified several pieces of debris ranging from .25mm to .6mm squared, and 1 larger debris measuring approximately 2mm. Squared sealed inside the package of the cuff. The packaging is not within the acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00224. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during incoming inspection at the distributor warehouse products were found to be nonconforming. There was foreign substance in the packaging. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.